Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer called the ambulance who transported customer to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of glucose. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage.